Manufacturer narrative:
The device was received for evaluation. Visual inspection noted the fill port cap has separated from the fill port. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port cap of a small volume infusor disconnected before use. There was no patient involvement. No additional information is available.